Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all half-height (hh) cubie pockets in drawer 1.2 (main) of the medstation es had failed. A technical support specialist (tss) assisted the customer in manually failing the drawer by blocking it while opening it via the storage space configuration. As a result, the drawer is now listed under the 'recover storage space' section. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple half height cubie pockets were not opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.